Manufacturer narrative:
(B)(4). Eval, results, conclusion: (graft migration, endoleak). (Conical aortic neck with angulation). (Thoracic stent graft implanted in the abdominal aorta).

Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx 2 years ago. Aneurysm morphology at the time of implant was not reported. The aortic neck was conical in shape, ranging from 27 mm in diameter at the renal arteries and 36 mm in diameter at 15 mm below. The neck was also angulated 45 degrees laterally and then took a 45 degree turn in the other direction. It was reported that the bifurcated stent graft had migrated 4 mm distally and had fallen into the aneurysm sac approx 1 month ago, resulting in a proximal type I endoleak. The migration was attributed to the neck angulation (ref MFR # 2953200-2010-01759). The physician elected to intervene by placing two talent thoracic 36 mm aortic cuffs to build the device up from the flow divider to the renal arteries, which successfully resolved the endoleak. It was reported that the pt was seen for a routine f/u approx one month ago and it was noted that the two previously implanted talent stent grafts had migrated due to aortic neck angulation, resulting in a type I endoleak (ref MFR # 2953200-2011-00841). Two endurant cuffs were placed and the endoleak resolved. No add'l clinical sequelae were reported and the pt is fine.